Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, baclofen, and dilaudid via an implantable pump for failed back surgery syndrome and non-malignant pain. The drug concentration and dose rate of all three pump medications were unknown. It was reported that the patient was scheduled to have an open MRI (magnetic resonance imaging). They were calling to see if the patient was able to have an open/stand up MRI. The MRI was related to the catheter. The MRI was to look to see if there was a granuloma at tip of the catheter. The patient had been having problems where their leg would freeze up even while walking. The patient would stand there like a statue until the leg was able to move. This freezing event would come and go. The patient was on their way to have an MRI in (B)(6) and when she was driving, her leg froze, and she was not able to move her foot from the gas and she crashed into another person¿s car totaling her own car. The issue had started in early (B)(6) 2020. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient was to follow-up with their healthcare provider to further address the issue.